Event description:
During pt use, when ac cable was connected, suddenly a "switched to backup battery" alarm occurred . The ac cable was then removed and reconnected by the operator; however, the issue could not be resolved. The pt was ambu bagged and switched to another ventilator. No permanent pt injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.